Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a pre-operative rupture of an abdominal aortic aneurysm. It was reported that the patient had emergency endovascular aneurysm repair (evar) for a pre-operative ruptured aneurysm. Post procedure, the patient's blood pressure declined. Medication was required to control the patient¿s blood pressure. This reportedly stabilized the patient and resolved the event. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.